Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female patient underwent a primary breast reconstruction surgery with implantation of a 650cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant during a consultation with a medical professional. As a result, the patient underwent unilateral removal and replacement with a 650cc mentor memorygel xtra breast implant on (B)(6) 2022.

Manufacturer narrative:
On october 03, 2022, mentor received additional information. During a follow-up visit with a medical professional, the patient was observed to have bilateral dog ear deformities. As a result, the patient underwent bilateral surgical revision to correct the contour deformity. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-12947 for the contralateral event. Sometime afterwards, the patient was reported to have fallen and landed on her chest and was experiencing left breast pain. This complication led to the ruptured left breast implant previously reported. On october 26, 2022, mentor became aware than an error was submitted in the initial report. The serial number for the device should have been reported as (B)(6). Reason for device explant and/or reoperation: cutaneous contour deformity, breast pain manufacturer¿s reference number: (B)(4) in the initial, d4 serial should have been populated with (B)(6) per correct serial number information.

Manufacturer narrative:
On (B)(6) 2023, the mentor analysis lab received the suspect medical device for evaluation. Paperwork received with the device provided that the patient's explantation date was updated as (B)(6) 2023. During this surgery, she was unilaterally replaced with a left-sided 650cc mentor memorygel xtra breast implant. On (B)(6) 2023, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found ruptured, in addition, was received in two parts. The microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. At the moment could not be determined if the device may have been damaged during or subsequent to surgery. The evaluation determined that the cause of the rupture could be the trauma experienced. Trauma is a known inherent risk of a gel-filled mammary prosthesis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).